Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing fluctuating blood glucose (bg) levels between 50 mg/dl and over 250 mg/dl. The contact declined troubleshooting and stated that they have been consulting with the customer's healthcare provider to adjust pump settings. In addition, it was reported that the pump was not declaring high or low bg alerts. Review of pump data with tandem technical support confirmed that pump alerts were being declared and were being dismissed by the customer. The contact acknowledged and had no further questions.